Event description:
It was reported that the device went into backup operation while still in the box. The device was not used.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory. The cause of the reset remains undetermined. The reset was unreproducible.